Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Also, it was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load process. The customer's blood glucose level was near 300 mg/dl. Reportedly, the customer reverted to manual injections. The customer reportedly did not know how much insulin to administer via manual injection which resulted in an emergency room (ER) visit with a bg level over 300 mg/dl. It was noted that the ER did not treat the bg level. The customer continued manual injections and reported a bg level of 157 mg/dl.